Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that the ¿device did not properly connect to the stapler.¿ does this mean that the anvil would not properly connect to the staple? If no, please clarify. It was reported that the ¿device worked properly but concerned that they did not need to detach the head of the stapler.¿ please clarify what is meant by, they did not need to detach the head of the stapler. Did the anvil fall off?

Event description:
It was reported that during a colectomy procedure, the device did not properly connect to the stapler. The device worked properly but concerned that they did not need to detach the head of the stapler. There were no adverse consequences for the patient.